Event description:
Related manufacturer reference number: 2017865-2021-38153. It was reported that the patient presented in clinic to address lead fractures noted on both the right ventricular (rv) and right atrial (ra) leads caused by open-heart surgery. Additionally, there was noise on the rv lead. The patient was asymptomatic. The ra and rv leads were explanted and replaced. The patient was stable throughout the procedure.